Event description:
The customer originally reported to customer service that the transformer would not power the device. Upon receipt the transformer was inspected and found to be breached, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. A visual examination of the power supply revealed the transformer housing was cracked with a gap where the housing top and bottom meet. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.2 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 572 m ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.4 ohms, which is normal and indicates that the thermal fuse did not blow.